Manufacturer narrative:
Investigation results: a visual examination of the returned device found that the stent was received fully mounted on the delivery system. No kinks or damage were noted along the device. Device analysis determined that no issues were noted with the returned device which could contribute to the complaint incident. When the stent was partially deployed the stent expanded as expected and when it was fully deployed it was fully expanded. The stent diameter was within specification. No issues were noted with the profile of the deployed stent. Based on the condition of the returned device, the noted issue was likely due to anatomical or procedural factors such as tortuous anatomy or maneuvering of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation on (B)(6) 2014 that a wallflex enteral duodenal stent was to be used in the duodenum during an enteral stent placement procedure performed on (B)(6) 2014. According to the complainant, this was to treat a 4cm lesion due to advanced pancreatic cancer. Reportedly, the patient's anatomy was not tortuous. During the procedure, the physician advanced the device to the target area and attempted to release the stent. However, the distal end of the stent was unable to be completely opened. The physician attempted to release the stent three times but was not successful. The partially deployed stent was removed from the patient. The procedure was completed with another wallflex enteral duodenal stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation on (B)(6) 2014 that a wallflex enteral duodenal stent was to be used in the duodenum during an enteral stent placement procedure performed on (B)(6) 2014. According to the complainant, this was to treat a 4cm lesion due to advanced pancreatic cancer. Reportedly, the patient's anatomy was not tortuous. During the procedure, the physician advanced the device to the target area and attempted to release the stent. However, the distal end of the stent was unable to be completely opened. The physician attempted to release the stent three times but was not successful. The partially deployed stent was removed from the patient. The procedure was completed with another wallflex enteral duodenal stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Reported event of stent partially deployed. The device has been received for analysis; however, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.